Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that within months of implant, there were low r-waves and high threshold. Upon opening the pocket during a planned lead reposition, the doctor had found a small nick in the insulation next to anchoring sleeve and an abrasion was reported proximal to the nick. The lead was explanted and replaced. No patient complications have been reported as a result of this event.